Event description:
It was reported that when an asymptomatic patient presented in the operating room for normal device change out due to eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient was fine following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.